Event description:
It was reported that that the right atrial (ra) lead exhibited high threshold values during the patient's atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.